Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump turned off without alerting while driving to school; had just changed the battery this morning. No adverse event reported. Requested return of the alleged device for evaluation.